Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the sponges was falling apart. Pieces of the sponge are being found during the case in the patient and surgeons are having to pick out the "stringy" pieces. There was no patient injury.